Event description:
It was reported that during generator replacement surgery high impedance was seen after the new generator was connected to the existing lead. It was reported that pre-operative diagnostics were within normal limits. It was reported that the test resistor was used and when the generator was reconnected to the lead the high impedance remained. The patient was closed and the generator was left implanted and was not programmed on. The patient was sent for x-rays. It was reported that no patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
The previously submitted mdrs inadvertently provided the wrong event description for the event.

Event description:
It was reported that the patient underwent lead replacement surgery on (B)(6) 2015. The most likely root cause for the reported high impedance event could be a lead fracture caused by damage to the lead while the surgeon was explanting the previous generator. The inadequate connector pin insertion could be excluded in this case.

Event description:
Additional information was received stating that x-rays were taken and reported to be unremarkable. Patient manipulation or trauma is believed to have caused or contributed to the high impedance. No known interventions have occurred to date.

Event description:
The explanted lead was returned to the manufacturer for analysis on 09/02/2015. Analysis is underway but it has not been completed to date.

Event description:
The device programming history was reviewed and confirmed the reported sequence of events. System diagnostics test prior to generator replacement was within normal limits (2159 ohms). The high impedance was observed with the new generator attached to the existing lead. The new generator was functioning as intended with a lead impedance of 4013 ohms. Based on this information, it appears as though the most likely root cause for the reported high impedance event is either a lead fracture caused by damage to the lead while the surgeon was explanting the previous generator or inadequate connector pin insertion.

Event description:
The explanted generator was returned to the manufacturer for analysis. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Electrical test results showed that the pulse generator performed according to functional specifications.

Event description:
Analysis of the lead was completed. Note that a portion of the lead assembly including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. Analysis was performed on the returned lead portion and a cut negative coil was confirmed, most likely caused by surgeon during explant procedure. The abraded openings found on the outer silicone tubing and the cut coil and tubing ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is evidence to suggest a cut coil in the returned portion of the device may have contributed to the reported high impedance. Note that since a portion of the lead assembly including the electrodes was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.